Event description:
It was reported that (2) tct75 were used during a bowel resection procedure. It was reported by the rep that after mobilizing, the surgeon placed instrument across large bowel for resection. The instrument was completely closed and the firing knob was advanced. The instrument firing knob pulled back and the instrument was opened and taken off sterile field. A subsequent instrument was opened and was put across firing knob. A new instrument was opened from a different lot and used without incident or concern. There was no consequence to pt.